Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc toxicity in a female pt, currently (B)(6) of age, who used super poligrip (formulation unk) over a period of nine years as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip. An unk time later, the pt experienced "zinc toxicity, copper deficiency, profound attributable neurological damage and other injuries attributable to her super poligrip use." According to the claim, the pt was unable to perform her normal, customary, and daily activities. This case was assessed as medically serious by (B)(4). Super poligrip was discontinued on (B)(6) 2007 upon the recommendation of a physician. At the time of reporting, the events were unresolved. Medical records received on (B)(6) 2009: on 15 (B)(6) 2007, the pt saw hematologist for pancytopenia that had been present since 2006. This consisted of anemia with mild macrocytosis and leukopenia with predominance of t-lymphocytes. It was noted that this had been difficult to diagnose and the pt had been tried on rituxan neuropathy with little result. The pt also suffered from neuropathy which had not responded to a month of prednisone therapy. She was started on cyclosporine and also given neupogen. At a visit on (B)(6) 2007, it was noted the pt had suffered a spider bite in 2005 and was treated with bactrim. Her blood counts dropped at that time, but they did not recover once bactrim was stopped. She had required five red cell transfusions, with the last being four months prior. It was noted that the pt had used dentures since the age of 16 and reported that they were ill-fitting requiring her to use up to five tubes of denture adhesive weekly. Due to this, the oncologist checked her zinc and copper levels. The zinc was markedly elevated at more than twice the upper limit of normal, and copper was undetectable. She was started on intravenous copper chloride therapy followed by oral copper gluconate. At follow-up on (B)(6) 2007, the pt stated she had stopped using the denture adhesive and her blood counts had improved slightly. She continued to have severe numbness and weakness of the lower extremities. Neurological exam on (B)(6) 2007 showed diminished pinprick, temperature, and vibration sensation in a stocking distribution in the lower extremities, which the neurologist considered consistent with peripheral neuropathy. The pt was feeling better with increased energy at follow-up on (B)(6) 2007. By (B)(6) 2007, the pt's zinc remained slightly elevated and copper was slightly low. Her blood counts had improved slightly. He blood counts were recovering nicely, but she continued to have foot discomfort from peripheral neuropathy. This showed improvement at follow-up on (B)(6) 2007, and it was noted that her copper improvement level and blood counts had normalized. Supplemental copper was stopped at this time. On (B)(6) 2007, the pt's neurologist stated the pt continued to have significant peripheral neuropathy with some mild spasticity especially in knees and elbows. She required assistance with walker or wheelchair to ambulate at times. Neve conduction studies were consistent with peripheral neuropathy and there was some change consistent with subacute combined degeneration. By (B)(6) 2007, the pt continued to improve with continued leg weakness, and her zinc levels had fallen into the normal range. Continued improvement was noted at f/u visits on (B)(6) 2008, and the pt was no longer wheelchair-bound. F/u was received via a newspaper article on (B)(6) 2010. Due to a genetic condition that ruined her teeth, the pt got dentures when she was a teenager. The article described the pt's experience as follows: the pt's symptoms began with a tingling sensation described as if her foot was going to sleep. Numbness then followed and it progressed to her calf and then her thigh. Over the next six months, the pt grew weaker, her skin turned pale and she could barely walk across the room without gasping for breath. In 2007, the pt "collapsed" and was taken to the hospital. After a year of diagnostic tests and multiple doctor's visits, the pt was asked by her doctor if she used denture cream. The doctor told her to stop using denture adhesive. At that time, the pt was described as no longer able to walk, drive a car or get around without a wheelchair. Formerly active, she now rarely left her home. Follow-up was received via medical records on (B)(6) 2010 which upgraded the case to serious. On (B)(6) 2008, medical records indicated the pt was diagnosed with mononeuritis of upper and lower limbs (unspecified) and gait abnormality. She also experienced peripheral neuropathy manifest by weakness and tingling of hands and feet along with numbness in hands, lower calves and feet. The pt's syndrome started around (B)(6) 2006 when she was evaluated for apparent aplastic anemia that was ultimately diagnosed as pancytopenia. During treatment for pancytopenia, her parasthesias and weakness began. On (B)(6) 2007, neurological exam was normal with the exception of hyper active deep tendon reflexes everywhere except her achilles which were diminished. She had equivocal pathological reflexes in lower extremities. The tp had bilateral foot drop and diminished pinprick, temperature and vibration in a stocking distribution in lower extremities (upper extremities normal). By (B)(6) 2007, the pt's complete blood count had normalized. By (B)(6) 2008, the pt's anemia and leukopenia were felt to be due to zinc toxicity due to chronic use of dentures adhesives. The pt's zinc and copper levels had normalized. The pt was assessed as having severe peripheral neuropathy with and add'l myelopathic component probably related to her zinc toxicity and associated copper deficiency. Nerve conduction studies revealed moderately severe axonal and demyelinating neuropathy of upper extremities. The velocities for the lower extremities could not be obtained consistent with a very severe peripheral neuropathy. Cerebrospinal fluid studies revealed multiple restrictions bands of gammaglobulin which were present in the serum as well. As of (B)(6) 2009, the pt was beginning to walk some and based on her hematology profile, she was doing "extraordinarily well." This case was considered to be medically serious by (B)(4).

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).